Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The manufacturer¿s international service technician confirmed the over voltage protection circuit failed error was present. The manufacturer¿s international service technician replaced the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a "check vent: over voltage protection circuit failed" alarm occurred. There was no patient involvement.